Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported a leak and stenosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. Approximately one (1) year post index procedure, the patient presented to the hospital with chest pain and received an angiogram. The angiogram showed coronary stenosis near the face of the closure device and a leak of unknown size surrounding the closure device. The next steps are unknown at the time of this report. The physician believes the closure device is causing the coronary stenosis.

Event description:
It was reported a leak and stenosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. Approximately one (1) year post index procedure, the patient presented to the hospital with chest pain and received an angiogram. The angiogram showed coronary stenosis near the face of the closure device and a leak of unknown size surrounding the closure device. The next steps are unknown. The physician believes the closure device is causing the coronary stenosis. It was further reported a laa fistula was present, and the physician decided to not intervene but will just place the patient back on blood thinners.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. B5: information added. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. H6 patient code added: fistula.